Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported om (B)(6) 2021, a 30mm sjm rigid saddle ring was implanted. After placing the ring, there was still too much of a leak and it was decided to do a valve replacement. The patient suffered from mitral valve insufficiency and the native valve was affected with rheumatic fever. 27mm sjm master series mechanical valve was successfully implanted on (B)(6) 2021. No leakage was noted after the mitral valve replacement was performed. Later, the patient experienced decrease vision in the right eye. No diplopia or hemianopia was reported and cause could not be concluded. The patient remained stable throughout the procedure. The patient was discharged to the referring hospital on (B)(6) 2021. On (B)(6) 2021, the patient was experiencing post operative anemia and was transfused. The patient does not have a history of anemia. The patient is reported to be in stable condition. (B)(4). Related manufacturer report number: 3007113487-2022-00020.

Manufacturer narrative:
An event of post operative anemia and decrease of vision in the right eye was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.